Manufacturer narrative:
The battery was returned for evaluation. Failure analysis revealed that the device passed functional testing and visual inspection; the battery was able to adequately connect to a controller. As a result, the reported event could not be confirmed. A possible root cause can be attributed to an intermittent connection between the battery and controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery could not connect to the controller. The battery has been exchanged. No patient complications have been reported as a result of this event.